Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced surgeon side console (ssc) cardcage due to ssc not connecting to system after power loss at site. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The cardcage was analyzed and noticed the power button on the console kept flashing blue. Removed the console control computer (ccc) from the cardcage assembly and took unit to the bench programming station where the ccc was determined to be bricked. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. From these findings, failure analysis concluded that bricked ccc is the root cause of the issue. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that after a da vinci assisted surgical procedure, the customer had a prolonged power outage in the or. System eventually came up but the surgeon side console (ssc) would not connect. Technical support engineer (tse) had customer hard cycle and reseat/relocate blue fibers but issue persisted. Site is deviating to another system. There procedure was completing as planned with no reported injury.